Event description:
A surgeon reports having a patient with blurry vision, a loss of contrast and a cloudy, speckled lens following intraocular (iol) implant surgery. The lens was exchanged and a secondary trabeculectomy was performed during the same procedure. The patient continues to report blurry vision. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested.